Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into an unspecified abdomen on an unspecified date. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of an unspecified sensor issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected. (B)(4). The concluded cause is not adequately described by any other term.